Manufacturer narrative:
The tech found broken gas springs, bent trend followers and a broken bolt. The account did not know how this happened. The tech replaced the gas springs, the trend followers and the bolt to repair the bed.

Event description:
Info received indicates the bed is in the level position and it cannot be placed into trendelenburg.